Manufacturer narrative:
The customer will be provided with the replacement battery. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer received new battery and confirmed that the device was able to power on. The issue is only related to the depleted battery.

Event description:
A customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.